Event description:
It was further reported that the controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. Describe event or problem was updated. Bat803626 expiration date corrected from 14-sep-2018 to 30-sep-2019. Product event summary: the controller was not returned for evaluation. Two (2) batteries (bat809304, bat803626) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. A power source lubrication procedure had been performed on bat803626 in accordance with the requirements under fsca cvg-18-q4-19 on 06-mar-2019. A power source lubrication procedure had been performed on bat809304 in accordance with the requirements under fsca cvg-18-q4-19 on 10-may-2019. Applicable risk documentation and experience with events of similar c ircumstances were considered; a possible root cause of the reported event can be attributed, but not limited, to a communication error and/or momentary disconnection due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: expiration date: 30-sep-2019 / serial #: bat803626 d9: yes, return date: 21-oct-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: bat809304 d9: yes, return date: 21-oct-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. The PMA number was not included on the initial report and is provided in this supplemental report. Newly received information provided the controller serial/model/UDI numbers and the manufactured/expiration dates. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided an updated event date. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006, 419478 lead, implanted: (B)(6) 2006, 693565 lead, implanted on (B)(6) 2011, g151 ICD, implanted on (B)(6) 2017, additional products: heartware ventricular assist system: battery. Model #:1650de / catalog #: 1650de / expiration date: 14-sep-2018 / serial #: (B)(4). UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 14-sep-2018. Labeled for single use? No . (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4), UDI #: (B)(4), concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 17-dec-2018. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were power switching. When the batteries were connected to the controller, they didn't register and the controller switched to the next port. The issue was only occurring on port one of the controller, and the patient did not have any trouble connecting the batteries to port two of the controller. The batteries were exchanged. No patient complications have been reported as a result of this event.